Event description:
It was reported that a right atrial pacing lead had a high stimulation threshold, was removed, and was replaced. No patient complications were reported due to this event. It was reported that a right atrial pacing lead had a high stimulation threshold. The lead was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.